Manufacturer narrative:
Calibration and qc were acceptable. During a review of the alarm trace data, numerous alarms related to sample quality (sample foam detection) occurred. Sample foam detection (sfd) images were reviewed for the affected sample, and no obvious issues were observed. The instrument surface was clean and free of dust/debris. Fifty-nine sfd images were reviewed, and numerous samples showed bubbles or white particles on the sample surface. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 179 pg/ml. The sample was repeated twice, with results of 206 pg/ml and 222 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).